Event description:
The event occurred on an unspecified date and involved a plum 360 device where it was reported that there was a burnt power cord. The event occurred during start up. The event did not occur in the clinical setting and was not noted in device history. There was no patient involvement, no adverse event or need for medical intervention and no delay in therapy.

Manufacturer narrative:
Device received for investigation. Complaint raised was confirmed thru visual inspection. As received from the customer, the power cord was frayed and with sign of electrical burn. Replaced power cord. Performed functionality and electrical safety testing, results passed and no other alarm found. Probable cause: burnt power cord is due to frayed power cord. Initial reporter address: (B)(6). Reporter phone number: (B)(6).